Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The diabetes therapy consultant reported via email that customer went to the emergency room for low blood glucose readings. The blood glucose reading was below 50 mg/dl. The customer stumbled into police officers while purchasing snacks and they called emergency medical services. It was stated that the hospital could not detect what the low blood glucose readings were because it was so severe. The customer believes the blood glucose reading was around 15 mg/dl because he can still function at 25 mg/dl. The symptoms were perspiration and confusion. The customer stated that they believe they were out of insulin. The insulin pump has been showing predictive alerts and threshold suspend.